Manufacturer narrative:
(B)(4). Concomitant medical products - unknown head, unknown liner, unknown stem customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been indicated for a right hip revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was found that it is undetermined if the product involved in this complaint is zimmer biomet product. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.